Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-27. H6: investigation summary: samples and photos received for investigation, upon visual inspection it can be observed two of the syringes have bowed plunger. This defect can be caused by a hit during manufacturing process when the parts are already assembled. Parts can get deformed by a hit if they do not cool correctly. A device history review was performed for the reported lot 2102021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The possible root cause of this defect can be related with a hit to the plunger when the part was not completely cooled. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 5 bd alaris¿ smartsite¿ extension sets' plunger rods were curved/damaged. The following information was provided by the initial reporter, translated from dutch to english: "packaging bd plastipak 1ml syringe contains syringes with a ¿curved¿ plunger."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd alaris¿ smartsite¿ extension sets' plunger rods were curved/damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "packaging bd plastipak 1ml syringe contains syringes with a ¿curved¿ plunger".